Manufacturer narrative:
Fu1: revision surgery performed on (B)(6) 2026. Event description updated.

Event description:
At about 3 years and 1 month post primary, the patient reports knee pain, swelling under the patella, and stiffness after sitting or in the morning, but no night pain. Patient exam ((B)(6) 2025): mild medial-lateral laxity (more in flexion), no anterior laxity, implant stable, patella tracking centrally. On (B)(6) 2025 the complaint notifier reported: no infection or implant loosening; laxity likely due to intense activity stretching ligaments. Revision surgery performed on (B)(6) 2026, size 16 custom liner implanted successfully.

Manufacturer narrative:
Batch review performed on 11 november 2025: lot 2112464: (B)(4) items manufactured and released on 10-nov-2021. Expiration date: 2026-oct-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon will revise the liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 3 years and 1 month post primary, the patient reports knee pain, swelling under the patella, and stiffness after sitting or in the morning, but no night pain. Patient exam ((B)(6) 2025): mild medial-lateral laxity (more in flexion), no anterior laxity, implant stable, patella tracking centrally. On (B)(6) 2025, the complaint notifier reported: no infection or implant loosening; laxity likely due to intense activity stretching ligaments.